Event description:
It was reported that during a case using the spine guidance 5 software, the trajectory was displaying lateral and did not align with the pre-planned screw. The screw appeared lateral on imaging and the screw as removed. There were no adverse consequences and the procedure was completed successfully with a surgical delay of over 30 minutes.